Event description:
On (B)(6) 2005, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle 300 cup size 54mm, with a 36 mm x 54 mm ultamet metal liner, the stem was an s-rom 36 standard +8 offset, and the femoral head was 36 mm +0. Soon after surgery, it began experiencing pain and difficulty with implant. I also experienced a loosening of the implant. The implant was so painful that I was unable to put weight on the left leg. The pain eventually was so great that my doctor decided to take an x-ray of the hip to try to determine the problem. After taking -xrays of the left hip in 2011, my doctor recommended a revision surgery. Prior to the revision, as part of a 2-stage repair process of the hip, I underwent a bone graft of the femur in the area of the leg that was causing the most pain. Following this procedure, I was scheduled for my revision on (B)(6) 2011. The pinnacle device was replaced with another hip implant. Since the implantation of the pinnacle device, I have experienced inflammation in my left thigh and left hip area. I've also felt extreme discomfort when sitting, walking, or standing for periods of time. Dates of use: (B)(6) 2005 to (B)(6) 2011. Diagnosis or reason for use: left hip osteoarthritis.